Manufacturer narrative:
Returning of the device for failure investigation has been requested. This device is subjected to sec. (B)(4) for exemption from the pre-market application (510k).

Event description:
Covidien (B)(4) received a report alleging air leakage occurred from the circuit. A pin hole was found. The staff replaced the circuit and solved the problem. The pt condition is ok. No alarm went off during use, but airway pressure was lower than normal.